Event description:
It was reported another MFR's stent was pre-mounted on this balloon catheter. During deployment of the stent, the stent slipped off this balloon into the aorta during an iliac stent placement procedure. The stent was recaptured with another balloon catheter and the stent was deployed successfully. There were no pt complications involved. The device was destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indiacted use of this device. Co believes this contributed to the event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "these balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Certain sizes of these balloon dilatation catheter are also indiacted for deployment of balloon-expandable stents for biliary system. Any use for procedures other than those indicated in these instructions is not recommended".